Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Insulin pump received with stripped battery cap(p) coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time. The customer's nurse reported that the insulin pump was not working and also the battery cap couldn't be taken off. The insulin pump will be returned for analysis.